Event description:
The customer reported that her blood glucose was 523 mg/dl and she received a no delivery alarm on her insulin pump. The customer treated with manual injection. She stated that when she removed the infusion set, it appeared as though her body was closing on the end of the cannula. Troubleshooting was performed. During a 5.0 unit fixed prime, insulin did exit and the insulin pump alarmed no delivery. The customer disconnected and reconnected the reservoir and infusion set at the tubing connector and attempted to push insulin slowly through the tubing with a plunger. Insulin did not exit and there was reportedly greater than normal resistance with the plunger push. It was explained to the customer that the alarm was caused by the connection between the set and reservoir. The customer was advised to replace the infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)